Event description:
Info received via complaint form from distributor states that "product manager opened ttic with hvlp cuff package, fenestrated for training, but inner cannula non fenestrated could not insert into tt tube hvlp cuff."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was reported that the product was not used on a pt. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a follow-up report will be submitted.